Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator. It was reported that the patient¿s battery was overdischarged due to the patient not charging while admitted to the hospital for an unrelated illness in (B)(6) 2018. The patient was unable to mentally recharge the battery while admitted to the hospital. He informed the hospital of the battery but did not have anyone to help him with recharging and was no in a right state of mind to think of recharging during his hospital stay. The patient was happy with therapy prior to being overdischarged. The patient agreed to a replacement of the implantable neurostimulator and getting a newer model that does not overdischarge. The replacement took place on (B)(6) 2018. The patient¿s medical history includes chronic low back, spondylitis, and chemical dependence.

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.